Event description:
The customer observed a falsely elevated alinity I free t4 result for a 32-year-old female patient. The following data was provided (customer¿s reference range is 9.0-19.0 pmol/l): sample ID (B)(6) initial result, on (B)(6) 2026, was >64.35, repeat result was 19.13, repeat results, on another analyzer, were 18.29, 18.17, and 18.39 pmol/l. The tsh results for this patient were also provided: 2.521, repeat was 2.631 miu/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.